Event description:
It was reported that the ilet insulin pump¿s display was cracked, resulting in the user being unable to unlock or operate the device and necessitating replacement. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy using backup methods and ongoing cgm use via the dexcom app or receiver. Investigation included customer service assessment, verification of device details and shipping information, and provision of instructions to shut down the device, sync data to the mobile app, and return the affected unit. Investigation of this case revealed a damaged screen consistent with a hardware failure of the pump¿s display component that impaired normal device operation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device external component.